Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver was overheating. No additional event or patient information is available. It was stated that the patient used a third party charging cable. The dexcom g5 mobile continuous glucose monitoring system states: only use dexcom usb charging/download cable.